Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "symetis acurate valve placed with pvl grade 2+, dissection for post dilation. After post-dilatation blood pressure was low and became lower and lower. Tee shows a tamponade and a dissection of type a at the rcc. Switch to an emergency open heart surgery with heart lung machine. Till now no CPR needed. Symetis valve removed. Sewed patch over the dissection which in the meantime had become 3cm long and made impact for the right coronary. So they replace the right coronary ostium and the patient got a surgical aortic bioprothesis. After this surgical intervention, the patient should go to the intensive unit. On the way to there the patient was in need of CPR, went back to the operating room and got a ECMO device. And is now with the ECMO at the intensive unit."